Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the pulse generator exhibited a sensing anomaly. The device was explanted. The patient was in good condition post procedure.